Manufacturer narrative:
(B)(4). The product code is unknown, a 510k number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient described as touch contamination. The root cause was undetermined. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services (bcs), the following was reported. On an unreported date, the patient made mistake/touch contamination which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis.